Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. There was no returned product to complete an evaluation on. Based on the event details it is most likely that the tortuosity of the vessel the device was being used in caused the damage.

Event description:
Physician wired a diagonal vessel that was 100 percent occluded isr without any difficulty or resistance. Stent was delivered over wire with success. During removal of wire distal portion of wire in diagonal fractured and was left in the vessel. Patient experienced massive effusion thus getting a pericardiocentesis. The plan was to leave the fractured wire in place. The patient received a pericardiocentesis with 190 ml of blood removed. CT surgery was consulted and was going to monitor the patient before further surgical intervention or pericardial window. The portion of the wire that was removed from the body was given to the director of the lab for facility risk analysis. Follow-up procedure was/were performed s/p pericardiocentesis. It was reported the guidewire was retained in the patient.